Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also noted the image is blurry and dark, the light guide fibers at the post are burnt/damaged, particles inside the optical lens system, bent and dented outer tube, and the labeling is faded/fading. The DHR showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the ¿the image looks dark¿ from the rigid telescope. The problem was found during an unspecified event. The device was returned for service and during the evaluation, the following reportable malfunction was identified: the eyepiece ring is missing. No death or injury and no impact to patient or other has been reported.